Event description:
It was reported that the patient's pump experienced multiple motor stalls. A motor stall occurred on (B)(6), but it recovered two days later. There was a second motor stall on (B)(6), with a recovery later that day. The drug used in the system was morphine. The next day, it was reported that the patient's pump was alarming due to another motor stall that occurred later on (B)(6). There was no recovery at the time of report. It was noted that the patient's pump was refilled the day prior to report. The reporter denied the possibility of any electromagnetic inference or magnetic interaction. The patient experienced withdrawal symptoms, specifically, increased pain, aches and pain all over, and flu-like symptoms. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).